Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was vegetation present on the right ventricular (rv) lead. The implantable pulse generator (ipg) and lead were explanted and the patient treated with antibiotics. Temporary pacing was utilized for five days and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.